Event description:
This device was replaced when the physician was replacing the rv lead due to noise, inappropriate shocks and shock impedances greater than 150 ohms. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.